Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient's self conducted ventricular rhythm accelerated from ventricular tachycardia (vt) to ventricular fibrillation (vf) after anti-tachycardia pacing (atp) was delivered. The cardiac resynchronization therapy defibrillator (crt-d) then delivered a 41 joule shock which successfully converted the rhythm. Boston scientific technical services (ts) discuss programming options. This product remains in service. No additional adverse patient effects were reported.